Manufacturer narrative:
Evaluation summary: the cartridge, iol and fiber were not returned for analysis. A photo received shows what appears to be a long synthetic fiber. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).

Event description:
A materials manager reported that during an iol (intraocular lens) implant procedure, a surgeon observed a long fiber coming through the cartridge. As the surgeon removed the fiber, the patient moved, causing him to puncture the bag. The lens was removed and replaced with a different model. At the one- week post-operative appointment, the patient's vision was "unacceptable." The surgeon referred the patient to a retina specialist who discovered there was a retinal detachment. The surgeon believes the patient's poor outcome was influenced by his need to go into the eye to remove the fiber. Additional information was received from the surgeon, who reported that the fiber was removed using microforceps. Additional information has been requested.